Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that decreasing impedance values were observed on the lead. Diagnostic imaging showed no abnormalities. Induction testing was successfully performed. The physician opted to cap and replace the lead. No adverse events were reported.